Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female who had essure (fallopian tube occlusion insert) inserted and within a few months she began experiencing pelvic pain and heavy bleeding (interpreted as genital bleeding). Around one year later, she underwent a bilateral salpingectomy and her symptoms mostly resolved. Pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure may cause pelvic pain and genital bleeding and that in this case there are no alternative explanations for these events, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2007, for permanent birth control. Within a few months after having the essure device implanted, the plaintiff began experiencing symptoms, which included: menstruation pain; abdominal and pelvic pain; cramping; back pain; pain during intercourse; weight fluctuation; and heavy bleeding. As a result of her ongoing abdominal, pelvic, and back pain, she underwent an ultrasound in (B)(6) 2008, the results of which suggested, that the essure device was the cause of her pain. In (B)(6) 2008, she underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed. Since her removal surgery, her symptoms have mostly resolved, yet she continues to have occasional abdominal pain. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female who had essure (fallopian tube occlusion insert) inserted and within a few months she began experiencing pelvic pain and heavy bleeding (interpreted as genital bleeding). Around one year later, she underwent a bilateral salpingectomy and her symptoms mostly resolved. Pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure may cause pelvic pain and genital bleeding and that in this case there are no alternative explanations for these events, a causal relationship between these events and essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 623457, 624001) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (((B)(6) 2002, (B)(6) 2007)). Concurrent conditions included body mass index normal and drug allergy (drug naproxen, pseudoephedrine). Concomitant products included hydrocodone, medroxyprogesterone (depo provera) and promethazine. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("menstruation pain"), abdominal pain ("abdominal pain/ cramping/ right lower quadrant"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight fluctuation"), hot flush ("hormonal changes describe:hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type: my neck would turn green as a result of the nickel in cheap jewelry"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other) describe: I had an infection from the hysterectomy"), nausea ("nausea"), fatigue ("fatigue"), arthralgia ("hip pain"), uterine pain ("uterine pain,") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy and bilateral partial salpingectomy in (B)(6) 2008). Essure was removed on (B)(6) 2008. In (B)(6) 2008, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, dyspareunia and weight fluctuation had resolved. At the time of the report, the abdominal pain had not resolved, the hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, infection, nausea, fatigue, arthralgia and uterine pain outcome was unknown and the pain in extremity had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, infection, menorrhagia, nausea, pain in extremity, pelvic pain, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, yet she continues to have occasional abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2008: ultrasound scan - in (B)(6) 2008: suggested essure was the cause of pain ultrasound scan vagina - on (B)(6) 2008: on this date (B)(6) 2008: transvaginal ultrasound, pelvis ultrasound findings: some prominent uterine vessels are noted. Echogenic foci are noted near the lateral aspect of the uterine fundus likely corresponding to the patients reported history of essure micro coil insert. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: fu from pfs+mr: new events: hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, infection, nausea, fatigue, arthralgia, uterine pain, pain in extremity were added. Reporter, patient demographic information, all other relevant history updated. Product start, stop date,batch number updated.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (batch no. 623457/ 624001) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (((B)(6) 2002, (B)(6) 2007)). Concurrent conditions included body mass index normal, drug allergy (drug naproxen, pseudoephedrine) and tooth decay. Concomitant products included hydrocodone, medroxyprogesterone (depo provera) and promethazine. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 5 months 31 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (pain during intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("menstruation pain"), abdominal pain lower ("abdominal pain/ cramping/ right lower quadrant"), weight fluctuation ("weight fluctuation"), hot flush ("hormonal changes describe:hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis contact ("nickel allergy/ allergic or hypersensitivity reaction type: my neck would turn green as a result of the nickel in cheap jewelry"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), post procedural infection ("infection (other) describe: I had an infection from the hysterectomy"), nausea ("nausea"), fatigue ("fatigue"), arthralgia ("hip pain"), uterine pain ("uterine pain,"), pain in extremity ("leg pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy and bilateral partial salpingectomy in (B)(6) 2008). Essure was removed on (B)(6) 2008. In (B)(6) 2008, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, dyspareunia and weight fluctuation had resolved. At the time of the report, the abdominal pain lower had not resolved, the hot flush, vaginal haemorrhage, menorrhagia, dermatitis contact, female sexual dysfunction, post procedural infection, nausea, fatigue, arthralgia, uterine pain and allergy to metals outcome was unknown and the pain in extremity had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, back pain, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, nausea, pain in extremity, pelvic pain, post procedural infection, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, yet she continues to have occasional abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2008: ultrasound scan - in (B)(6) 2008: suggested essure was the cause of pain ultrasound scan vagina - on (B)(6) 2008: on this date (B)(6) 2008: transvaginal ultrasound, pelvis ultrasound findings: some prominent uterine vessels are noted. Echogenic foci are noted near the lateral aspect of the uterine fundus likely corresponding to the patients reported history of essure micro coil insert. Lot number: 623457 man date: (B)(6) 2007 exp date: jan-2009. Lot number: 624001 man date: (B)(6) 2007 exp date: feb-2009. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (batch no. 623457, 624001) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2002, (B)(6) 2007)). Concurrent conditions included body mass index normal, drug allergy (drug naproxen, pseudoephedrine) and tooth decay. Concomitant products included hydrocodone, medroxyprogesterone (depo provera) and promethazine. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 5 months 31 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (pain during intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("menstruation pain"), abdominal pain lower ("abdominal pain/ cramping/ right lower quadrant"), weight fluctuation ("weight fluctuation"), hot flush ("hormonal changes describe:hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis contact ("nickel allergy/ allergic or hypersensitivity reaction type: my neck would turn green as a result of the nickel in cheap jewelry"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), post procedural infection ("infection (other) describe: I had an infection from the hysterectomy"), nausea ("nausea"), fatigue ("fatigue"), arthralgia ("hip pain"), uterine pain ("uterine pain,"), pain in extremity ("leg pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy and bilateral partial salpingectomy in (B)(6) 2008). Essure was removed on (B)(6) 2008. In (B)(6) 2008, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, dyspareunia and weight fluctuation had resolved. At the time of the report, the abdominal pain lower had not resolved, the hot flush, vaginal haemorrhage, menorrhagia, dermatitis contact, female sexual dysfunction, post procedural infection, nausea, fatigue, arthralgia, uterine pain and allergy to metals outcome was unknown and the pain in extremity had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, back pain, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, nausea, pain in extremity, pelvic pain, post procedural infection, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, yet she continues to have occasional abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2008: ultrasound scan - in (B)(6) 2008: suggested essure was the cause of pain ultrasound scan vagina - on (B)(6) 2008: on this date (B)(6) 2008: transvaginal ultrasound, pelvis ultrasound findings: some prominent uterine vessels are noted. Echogenic foci are noted near the lateral aspect of the uterine fundus likely corresponding to the patients reported history of essure micro coil insert. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 22-jun-2018: reporters added. Concomitant disease was added. Added event nickel allergy. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure (batch no. 623457/ 624001) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (((B)(6) 2002, (B)(6) 2007)). Concurrent conditions included body mass index normal, drug allergy (drug naproxen, pseudoephedrine) and tooth decay. Concomitant products included hydrocodone, medroxyprogesterone (depo provera) and promethazine. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 5 months 31 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (pain during intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("menstruation pain"), abdominal pain lower ("abdominal pain/ cramping/ right lower quadrant"), weight fluctuation ("weight fluctuation"), hot flush ("hormonal changes describe:hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis contact ("nickel allergy/ allergic or hypersensitivity reaction type: my neck would turn green as a result of the nickel in cheap jewelry"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), post procedural infection ("infection (other) describe: I had an infection from the hysterectomy"), nausea ("nausea"), fatigue ("fatigue"), arthralgia ("hip pain"), uterine pain ("uterine pain,"), pain in extremity ("leg pain"), allergy to metals ("nickel allergy") and weight increased ("weight gain/ loss specify which one: weight gain."). The patient was treated with ibuprofen and surgery (hysterectomy and bilateral partial salpingectomy in (B)(6) 2008). Essure was removed on (B)(6) 2008. In (B)(6) 2008, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, dyspareunia and weight fluctuation had resolved. At the time of the report, the abdominal pain lower had not resolved, the hot flush, vaginal haemorrhage, menorrhagia, dermatitis contact, female sexual dysfunction, post procedural infection, nausea, fatigue, arthralgia, uterine pain, allergy to metals and weight increased outcome was unknown and the pain in extremity had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, back pain, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, nausea, pain in extremity, pelvic pain, post procedural infection, uterine pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, yet she continues to have occasional abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2008: ultrasound scan - in (B)(6) 2008: suggested essure was the cause of pain ultrasound scan vagina - on (B)(6) 2008: on this date (B)(6) 2008: transvaginal ultrasound, pelvis ultrasound findings: some prominent uterine vessels are noted. Echogenic foci are noted near the lateral aspect of the uterine fundus likely corresponding to the patients reported history of essure micro coil insert. Lot number: 623457 man date: feb-2007 exp date: jan-2009. Lot number: 624001 man date: mar-2007-03 exp date: feb-2009. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-oct-2018: pfs received- event added weight increased. Treatment medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.